Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. Date of issue is an approximation. The patient stated her husband found her unconscious on the floor and called the paramedics and when they arrived, the patient's blood glucose was 29mg/dl. The paramedics administered the patient glycogen on the way to the hospital. While at the hospital, the patient was treated with intravenous (IV) therapy of glucose and potassium and was released the same day. The patient indicated that because the dexcom had an error reading symbol, the patient was unaware of her blood glucose levels and passed out from hypoglycemia. At the time of contact, the patient was in stable condition. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed, and the inspection passed. The receiver was charged and successfully booted. A global receiver test was performed, and the test passed. A review of the downloaded data log confirmed an error reading symbol. The probable cause was determined to be sensor noise.